Manufacturer narrative:
Device was not in use on pt. Problem was discovered during internal testing. Labeling directs user to verify functionality of product prior to use on a pt.

Event description:
During internal testing as part of a complaint investigation, an examination of finished goods inventory at co's facility was conducted, to determine if any finished goods exhibited a problem with sticking to the duckbill valve. It was determined that a portion of finished goods inventory exhibited the sticking problem. A shipment hold was immediately placed on all finished goods and a detailed investigation opened. All product in distribution channels and at user sites was recalled beginning 12/8/1997.